Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii delivery tube ("sleeve") was defective and did not go on correctly when it was loaded. It would not "feed" properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. We are following up with the hospital for clarification on the reported event. A follow up report will be submitted if additional information is received.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage. There was evidence of blood on the outside of the loading device, in the delivery device, and on the seal. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked. The white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).